Manufacturer narrative:
Product ID 97740, serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they were having an MRI of their knee on tuesday and wanted to know if they could put their implanted neurostimulator into MRI mode with their recharger, since their programmer wasn't working. Patient said they were always charged, but the programmer wouldn't connect to their implantable neurostimulator (ins). Agent asked, patient said they had new batteries in the programmer, and the programmer would power on, they would get the 'sync' screen, but when pressed and held over ins, they got 'poor communication' screen and couldn't connect. The issue was not resolved. Agent asked, patient did not know event date - said they only used the recharger and only need the programmer because of upcoming MRI. A replacement programmer was sent out. No symptoms were reported. Additional information was received from a patient (pt). It was reported that they were having issues syncing their patient programmer to their implant. Patient stated that they were getting the poor communication message; patient added they were seeing an eye and empty cloud and it seemed that the patient programmer was not connecting to their implant. Patient mentioned that they received the patient programmer a few minutes ago. Agent walked patient through resetting the patient programmer. Patient then placed the patient programmer over their implant and pressed the sync button. Patient confirmed seeing the hourglass but that it then went away a few seconds later. Patient tried to sync again and continued to see the same message. Patient tried again and got the hourglass and 2 arrows but then the screen switched back to poor communication. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.